Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. X-ray revealed atrial lead dislodgement. The programmed mode of the patient's pulse generator was changed to vvi. The lead will be monitored.